Event description:
Patient reported obtaining an error 1 message, which was not resolved with troubleshooting. The patient did not allege any harm or injury due to the issue. Patient also reported blood glucose results of 170 and 120 with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The meter is being replaced for the patient.